Event description:
The endpoints in the study included two-year mortality, mortality/mi, subsequent tvpci, and subsequent tlpci. Target vessel and target lesion coronary artery bypass graft (CABG) surgery could not be obtained because (B)(6) CABG registry does not denote attempted vessels or lesions. The primary database used for the study was (B)(6) state's clinical registry, which contains detailed information on patient demographics, risk factors, hemodynamic state, left ventricular function, coronary vessels diseased and attempted, complications, procedure choices, provider identifiers, discharge status, and in-hospital adverse outcomes. The registry also contains information on the type(s) of device used for each attempted lesion, including the type and brand of stent used. A total of 21,221 patients were confirmed to have undergone pci as inpatients in the 2 year period. Of these patients, those excluded were from out of state (898), had pci other than ees or zes (11,587), or who had both ees and zes (118). A further 298 patients were excluded from 7 hospitals which only performed one type of stent. All other patients undergoing pci (8,320) in (B)(6) state were followed through the end of 2010 to compare their two-year mortality, mortality/myocardial infarction (mi), and subsequent tvpci and tlpci for patients undergoing pci with ees and zes. The results of the study showed that a total of 3,286 patients were propensity-matched. Patients receiving ees had a significantly lower tvpci rate and a significantly lower tlpci rate. There was no significant difference between ees and zes for mortality or mi/mortality. In conclusion, there were no significant differences in the hard endpoints of death or mi between patients who received ees versus those who received zes (endeavor). Patients with ees experienced lower repeat revascularization rates than patients with zes at 24 months.

Manufacturer narrative:
Evaluation codes: results: other (root cause of the reported event cannot be determined; limited information); inherent risk of procedure (death and mi). Evaluation codes: conclusion: unable to confirm complaint (root cause of the reported event cannot be determined; limited information); known inherent risk of procedure (death and mi). (B)(4).